Manufacturer narrative:
To date, the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based on the reported information.

Event description:
Dealer initially reports the tip of the instrument has broken off during surgery. Doctor was performing a laminectomy when the incident occurred. There was no patient injury. On (B)(6) 2014 customer confirms no harm to patient. On (B)(6) 2014, technician reports doctor was biting bone and when he removed the device from wound the tip was bent and when he put it down the tip broke off on the table. Routine x-ray confirmed no parts in patient.